Event description:
Pharmacist called to report an incident in which an injection site "blew out" in CT scan with the use of a power injector. The tubing and injection site were changed. There was no patient injury.